Manufacturer narrative:
Instrument files were analyzed. The cartridge was not available for return. The results obtained on the siemens analyzers are not consistent with the serum based indirect methodology used in the lab. There is no evidence the rp405 na+ sensor was malfunctioning or behaving atypically. There is no evidence of benzalkonium interference. The cause for the discordant sodium results is unknown.

Event description:
The customer reported that the sodium results measured on the siemens rp 405 analyzer were higher than the those measured in the lab on a non-siemens analyzer. The customer also reported that the patients with the high sodium results were run on another siemens analyzer (rl 348 ex) and the results are consistent with each other. There was no reported injury to the patients associated with this issue.

Manufacturer narrative:
Review of instrument data files do not indicate any performance issues with the sensors around the time the discordant samples were reported. The data suggests that the sample may have become contaminated by salt from around the sample port/luer area, which may have contributed to the discordant results. Because the cartridge was not returned for evaluation, final root cause for the discordant sample cannot be determined.